Manufacturer narrative:
Investigation: samples received: 1 open cassette. Analysis and results: there is one previous complaint of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. We have received 1 open cassette for analysis. We have tested the knot pull tensile strength of the sample received and the results fulfil the requirement of the b. Braun surgical (bbs): 16.49 kgf in average (bbs requirement: >/_9.00 kgf in average). There are no ep/usp limits for this size. The cassette received fulfils the finished product specifications and raw material specifications for the affected batch. Nevertheless, considering that the root cause in under investigation and the potential impact of such units corresponding to the affected batches, bbses decides to implement a contention measure proposing a recall of that batches as bbses assessment indicates that the risk is too high to keep such units in the market. In parallel, a CAPA is opened for further investigation. Final conclusion: cassette received fulfilled raw material and finished product specifications. Therefore, at this time we cannot confirm the case until the root cause is identified. Actions on distributed product of this reference/batch: recall of this code-batch from the market as a contention measure. Corrective/preventive actions: a CAPA has been opened.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K991223. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported the thread broke. The reporter indicated the thread broke on a two (2) year old animal (cow) one-day post-operative cesarean section. The veterinarian used a continuous suture. The animal developed peritonitis. Another surgery was required, the uterus was sutured again, the abdomen was rinsed and treatment with antibiotics and anti-inflammatory medicine. The current information is the animal is recovering.